Event description:
It was reported that prior to implant, this pacemaker recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. It was noted the device was possibly exposed to cold temperatures. The device was not implanted. There was no patient involvement.